Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular channel. Reprograming options and monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.